Event description:
Consumer reported: within seconds of opening prod, developed rash on both hands / admitted to hospital overnight / sx abated, see notes. Consumer reports used the product "sometime last week" (one week in 2006), but "could not remember the exact day". Consumer reports applying the product to her left thumb to cover "a small cut". Consumer reports "within seconds" of opening the wrapper, both of her hands "instantly" developed a bright red rash. Consumer reports that due to her known allergies, she carries an epi-pen. Consumer reports that "once may friend saw my hands, she gave me an injection in my leg". Consumer denies difficulty breathing or any shortness of breath. Consumer stated that the rash was just present on her hands. Cons reports sx persist for "over two hours". Under the advise of her parents, consumer went to local ER for treatment. Consumer reports that "I don't remember if they gave me another injection or not". Consumer reports that she was kept admitted to the hospital overnight for "observation". Consumer stated that the ER hcp wanted to "make sure I didn't need additional epi". Consumer was released from hospital w/o tx and advised to f/u with hcp. Consumer reports that all sx have abated at this time. Discussed individual sensitivities. Advised consumer to f/u with hcp frn. Advised consumer that roi, ppe, and qm would be issued.

Manufacturer narrative:
No further action is required based on the information received. This report is considered closed unless new information is received.